Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter involved with this complaint failed testing. The meter was found to have pcb corrosion/contamination due to contact with water and multiple grains of rice inside of the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly gives a continuous "weezing" or "buzzing" sound when not in use after being dropped in water. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k)# is k082590.